Manufacturer narrative:
Actual sample received. Returned material shows reported defect. Batch record reports no related abnormal record of defect, test results meet the requirements. The white powder on cannula dissolved in hcfc, (silicone oil and hcfc compatible). Which can determine the foreign body on the cannula as tube lubrication. The drying process used in the lubricating fluid 1502c precipitates lubricating silicone oil composition. Intima ii product is to use the 1502c lubricant because it can form a dense layer on the surface of the cannula, so that pain can be reduced in the puncture. According to the characteristics of silicone oil, the silicone oil in high temperature and humidity environment, there may be a little precipitate, that is, on the surface on the cannula that can be seen as the white powder. Bd is located in the united states of material laboratory of the product used by the silicon oil for standardized testing, the test results show that the silicon oil for the medical device products, lubricants, in line with relevant iso and FDA standards. Product has been confirmed to be within specification. Complaints about the residues described in the production process for the use of silicone oil.

Manufacturer narrative:
Correction: date received by manufacturer: 09/20/2017.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse found white foreign matter on a bd intima-ii¿ closed IV catheter system 24 g x 0.75 in. During use. No injury or medical intervention.